Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pg2946, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a cesarean procedure on an unknown date; and a suture was used. During the procedure, the suture broke at the time of knotting. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 05/05/2020. Additional h3 investigation summary: an unopened sample was returned for evaluation. During the visual inspection of the sample, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative sample, no performance - breakage suture was found and the tested samples met the finished goods requirements.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 05/04/2020.